Event description:
It was reported, that the flushing pump had breakage. The procedure was diagnostic and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to a field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. No new reportable failure events were identified during the inspection. Based on the results of the investigation, it is likely the following led to the malfunction: component failure; replacement of pump head, test of smooth operation and variable speed pumps. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the flushing pump had breakage. The procedure was diagnostic and there were no reports of patient harm.